Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had an error occur which can result in a longer boot up time. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device had an error occur which can result in a longer boot up time. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported event was verified. An error code occurred that may cause an unexpected reset. The root cause of the reported issue was traced to the device software. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to service at the customer.